Event description:
It was reported that a baxter t-connector had leaked, after being used to access arterial blood from a baby with the abg-hm-1 (hummi). The nurse stated that the baby lost 8ml of blood and required a blood transfusion due to the blood loss, since it had occurred on a low birth weight baby. The nurse mentioned that the septum had the appearance of being somewhat "pushed in."

Manufacturer narrative:
Hummingbird med simulation test indicates user error (not following IFU and in-service training) by inserting the hummi device inappropriately into the perimeter of the septum. Improper insertion of any blunt cannula may deform the septum and allow fluids to leak out between the septum and sidewall of the device. Direct communication with the reporting nurse at the hospital indicated the hospital has stopped using hummi product until an appropriate t-connector from another supplier is available. Contact nurse could not supply further info. The failure of the t-connector was reported by the nurse to baxter. (B)(4).